Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the surgeon encountered a problem with the vitrectomy tip failing to cut properly during a right eye retinal detachment vitrectomy surgery. Despite multiple attempts to reconnect the tip, it remained unable to cut. A new vitrectomy kit was then used to complete the surgery, delaying the entire operation by 12 minutes. The patient underwent the surgery without complications.